Event description:
Note: the date of event is unk. On may 9, 2007, it was reported to boston scientific corporation that during an endoscopic retrograde cholangiopancreatography (pt age and gender unk) using an ultratome sphincterotomy device, the "cutting wire broke". The physician removed the device and successfully completed the procedure with another same device. The pt's condition was reported as "fine".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, a complaint trend review and a product evaluation are in progress; results will be provided in a follow-up medwatch report.